Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The pse advised the customer the service code suggest possible replacement needed of the cpu, pm, or battery possibly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports that when on transport that the screen went blank for 1-2 seconds. The unit was in clinical use at the time of the reported event however, there was no patient harm.